Event description:
I am writing to formally file a complaint regarding a vaginal dilator I purchased that has rough and uneven edges. These defects pose potential risks, including discomfort and potential injury during use. When I contacted the company I purchased the product from, they advised me to reach out to the manufacturer directly. However, I was unable to identify or locate the manufacturer to raise my concerns. This lack of transparency from the seller and the inability to identify the responsible manufacturer are concerning, especially for a product intended for such a sensitive use. I am requesting the FDA's assistance in investigating this issue to ensure that proper quality standards are being met and that consumers are protected from unsafe medical devices. Please let me know if additional information or documentation is required. Details of the product: product name: syracuse medical devices vaginal dilator plastic-m-888296-1375 - each date of purchase: (B)(6) 2024. Seller: https://axiommedicals.com/products/syracuse-medical-devices-vaginal-dilator-plastic-m-888296-1375-each?variant=40007515635901. Https://axiommedicals.com/products/syracuse-medical-devices-vaginal-dilator-plastic-m-888296-1375-each?variant=40007515635901 issue: rough and uneven edges on the vaginal dilator. Thank you for your attention to this matter. Please feel free to contact me if further details or follow-up are needed.